Event description:
Subsequent to the initial filed report, the balance middleweight (bmw) universal ii guide wire was received by the returned goods lab without a core separation; the tip coil was intact. Additional information received indicated that the correct complaint device had been returned and while the tip coil was stretched due to repeated attempts to cross, it had not separated from its core. No additional information was provided.

Event description:
It was reported that during the procedure, a balance middleweight (bmw) universal ii guide wire was advanced toward a heavily calcified, de novo lesion in the moderately tortuous, tight distal right coronary artery, but was unable to cross the lesion due to patient anatomy. After repeated attempts to cross the lesion, it was noted that the tip of the guide wire was stretched and the entire length of the guide wire appeared to be longer than specified (indicative of a possible core separation). The bmw guide wire was withdrawn from the anatomy without resistance and another unspecified guide was able to successfully cross the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. The failure to advance could not be replicated in a testing environment due to operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. It should be noted the hi-torque guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.